Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an 'error 5' message. On (B)(4) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 at 5:00pm. The patient reported that he manages his diabetes with insulin (sliding scale). The patient further stated that when the issue began he was not able to test and so guessed how much insulin to take. The patient reported that 2 days after the product issue on (B)(6) 2011 at 6:00pm he was feeling 'shaky and sweaty' which he associated with a low blood glucose. The patient stated that he took food and drink as treatment, and felt better after. During troubleshooting, the cca confirmed the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 (09/26/2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. The meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. Unrelated to the complaint, there was a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.